Event description:
A report was received that the patient was explanted due to the patient's leads were breaking through his skin. The physician reported that the patient didn't have an infection; the leads were just too close to the skin. The patient is reportedly doing well.